Event description:
It was reported that the patient never experienced therapeutic effect. At the time of this report, the patient was experiencing ¿potential¿ pain around the catheter. The patient lost a lot of weight and could feel the catheter in the spine. The patient could feel the catheter running from the catheter tip to around his pack. The patient¿s pain felt like a muscle strain and started recently. The pain was right around where the catheter wrapped around his back. It was also reported that the patient¿s pump was loose. The event had been occurring for approximately 1 month. The patient¿s healthcare provider¿s (hcp) office was contacted and the patient was told to make an appointment. The patient was able to turn the pump so that the top was sticking out of his stomach, to where it was sitting horizontally instead of vertically. The patient was unsure if the pump was even working. He had the same pain has he did previously. As an intervention, the patient was allowed to give himself more personal therapy manager (ptm) boluses. However, the patient didn¿t use the ptm because it used to numb his right side where he had pain. When the patient first started using it, the pain was on his left and it would numb the right side of his back; it wasn¿t hitting the right area. The patient then had pain on his right side, so he started using it again and it numbed the front of his stomach area and not much of the back. It was numbing his abdomen, as opposed to his hip/back. It was noted that the patient had an enlarged prostate and it was difficult for the patient to urinate. So, the patient stopped using his ptm boluses completely. The patient¿s pain came and went intermittently. The patient was in pain for a few days before a nurse saw him. It was noted that the patient had a major back surgery in december. The device system was used to deliver dilaudid and bupivacaine. The cause of the event, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009-, product type: catheter. (B)(4).